Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Based on testing, the customer's report was not confirmed or verified. The internal display cables were inspected and no damanged was ovserved. The case was reported as no fault found. The device was recertified and was returned to the customer. Analysis of reports of this type has not identified an increase in trend.